Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer did not have the charging supplies to do a reset. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.